Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device: outside fallopian tube / essure coil centimeters away from my uterine wall'), premature delivery ('premature delivery'), premature labour ('pre-term labor'), genital haemorrhage ('blood clots'), bacterial toxaemia ('severe toxemia'), pregnancy with contraceptive device ('unintended pregnancies / pregnancy (with complications) birth complication') and kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 862005-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, multigravida, parity 4 ((B)(6) 2004; (B)(6) 2011; (B)(6) 2012), drug overdose, toxemia of pregnancy, sprained ankle, ankle fracture, blood transfusion, drug allergy and c-section. Previously administered products included for an unreported indication: prenatal vitamins and oral contraceptive. Concurrent conditions included manic depression, visual disturbances, nausea, vomiting, diarrhea, joint pain, headache, oligohydramnios and pyelonephritis. Concomitant products included iron from 2004 to 2018. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("pain - abdominal pain"), back pain ("pain - lower back"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse issues"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurred vision/eye sight"), fatigue ("fatigue") and pain in extremity ("sharp leg pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/intense periods") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bacterial toxaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant) and pain ("extreme lower body pain during pregnancy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature delivery, premature labour, genital haemorrhage, bacterial toxaemia, pregnancy with contraceptive device, kidney infection, vaginal haemorrhage, vaginal discharge, fatigue and pain outcome was unknown, the abdominal pain, back pain, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the vision blurred and pain in extremity was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases (B)(4)). The caesarean delivery occurred on (B)(6) 2015. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, bacterial toxaemia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, kidney infection, menorrhagia, pain, pain in extremity, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2015 and (B)(6) 2015. This case is linked with child case - (B)(4). Patient had another episode of pregnancy in (B)(6) 2013 which captured in case: (B)(4). Child weighing 6 pounds 9 ounces. Arterial ph was 7.30. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : outcome of menorrhagia, dyspareunia, pain - abdominal pain, pain - lower back was changed from recovering/resolving to recovered/resolved and outcome of apareunia and dysmenorrhea was changed from unknown to recovered/resolved. Incident- no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device: outside fallopian tube / essure coil centimeters away from my uterine wall'), premature delivery ('premature delivery'), premature labour ('pre-term labor'), genital haemorrhage ('blood clots'), bacterial toxaemia ('severe toxemia'), pregnancy with contraceptive device ('unintended pregnancies / pregnancy (with complications)') and kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 862005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, multigravida, parity 4 ((B)(6) 2004; (B)(6) 2011; (B)(6) 2012), drug overdose, toxemia of pregnancy, sprained ankle, ankle fracture, blood transfusion, drug allergy and c-section. Previously administered products included for an unreported indication: prenatal vitamins and oral contraceptive. Concurrent conditions included manic depression, visual disturbances, nausea, vomiting, diarrhea, joint pain, headache, oligohydramnios and pyelonephritis. Concomitant products included iron from 2004 to 2018. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("pain - abdominal pain"), back pain ("pain - lower back"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse issues"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurred vision/eye sight"), fatigue ("fatigue") and pain in extremity ("sharp leg pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/intense periods") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bacterial toxaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant) and pain ("extreme lower body pain during pregnancy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature delivery, premature labour, genital haemorrhage, bacterial toxaemia, pregnancy with contraceptive device, kidney infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue and pain outcome was unknown and the abdominal pain, back pain, menorrhagia, dyspareunia, vision blurred and pain in extremity was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2019-149540). The caesarean delivery occurred on (B)(6) 2015. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, bacterial toxaemia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, kidney infection, menorrhagia, pain, pain in extremity, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2015 and (B)(6) 2015. This case is linked with child case - (B)(4). Patient had another episode of pregnancy in (B)(6) 2013 which captured in case: (B)(4). Child weighing 6 pounds 9 ounces. Arterial ph was 7.30. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain and abdominal pain. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received : lot number and race added. Product indication, essure implant and explant date were updated. Following events were added: abnormal bleeding (vaginal), menorrhagia/intense periods, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/intercourse issues, vaginal discharge, vision/eye problems: blurred vision/eye sight, fatigue, lower back, abdominal pain, sharp leg pain, she did not underwent an essure confirmation test,pre-term labor, premature delivery, severe toxemia, extreme lower body pain during pregnancy and kidney infection. Reporters, medical history, historical and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device: outside fallopian tube / essure coil centimeters away from my uterine wall'), premature delivery ('premature delivery'), premature labour ('pre-term labor'), genital haemorrhage ('blood clots'), bacterial toxaemia ('severe toxemia'), pregnancy with contraceptive device ('unintended pregnancies / pregnancy (with complications)') and kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 862005-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, multigravida, parity 4 ((B)(6) 2004; (B)(6) 2011; (B)(6) 2012), drug overdose, toxemia of pregnancy, sprained ankle, ankle fracture, blood transfusion, drug allergy and c-section. Previously administered products included for an unreported indication: prenatal vitamins and oral contraceptive. Concurrent conditions included manic depression, visual disturbances, nausea, vomiting, diarrhea, joint pain, headache, oligohydramnios and pyelonephritis. Concomitant products included iron from 2004 to 2018. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("pain - abdominal pain"), back pain ("pain - lower back"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse issues"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurred vision/eye sight"), fatigue ("fatigue") and pain in extremity ("sharp leg pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/intense periods") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bacterial toxaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant) and pain ("extreme lower body pain during pregnancy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature delivery, premature labour, genital haemorrhage, bacterial toxaemia, pregnancy with contraceptive device, kidney infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue and pain outcome was unknown and the abdominal pain, back pain, menorrhagia, dyspareunia, vision blurred and pain in extremity was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The caesarean delivery occurred on (B)(6) 2015. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, bacterial toxaemia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, kidney infection, menorrhagia, pain, pain in extremity, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2015 and (B)(6) 2015. This case is linked with child case - (B)(4). Patient had another episode of pregnancy in (B)(6) 2013 which captured in case: (B)(4). Child weighing 6 pounds 9 ounces. Arterial ph was 7.30. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device: outside fallopian tube / essure coil centimeters away from my uterine wall'), premature delivery ('premature delivery'), premature labour ('pre-term labor'), genital haemorrhage ('blood clots'), bacterial toxaemia ('severe toxemia'), pregnancy with contraceptive device ('unintended pregnancies / pregnancy (with complications)') and kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 862005-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, multigravida, parity 4 ((B)(6) 2004; (B)(6) 2011; (B)(6) 2012), drug overdose, toxemia of pregnancy, sprained ankle, ankle fracture, blood transfusion, drug allergy and c-section. Previously administered products included for an unreported indication: prenatal vitamins and oral contraceptive. Concurrent conditions included manic depression, visual disturbances, nausea, vomiting, diarrhea, joint pain, headache, oligohydramnios and pyelonephritis. Concomitant products included iron from 2004 to 2018. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("pain - abdominal pain"), back pain ("pain - lower back"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse issues"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurred vision/eye sight"), fatigue ("fatigue") and pain in extremity ("sharp leg pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/intense periods") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bacterial toxaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant) and pain ("extreme lower body pain during pregnancy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature delivery, premature labour, genital haemorrhage, bacterial toxaemia, pregnancy with contraceptive device, kidney infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue and pain outcome was unknown and the abdominal pain, back pain, menorrhagia, dyspareunia, vision blurred and pain in extremity was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-(B)(4)). The caesarean delivery occurred on (B)(6) 2015. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, bacterial toxaemia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, kidney infection, menorrhagia, pain, pain in extremity, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2015. This case is linked with child case - (B)(4). Patient had another episode of pregnancy in (B)(6) 2013 which captured in case: (B)(4). Child weighing 6 pounds 9 ounces. Arterial ph was 7.30. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain and abdominal pain. Most recent follow-up information incorporated above includes: on 14-aug-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("blood clots") and pregnancy with contraceptive device ("unintended pregnancies") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.